Event description:
Patient did not have a leak at the endo tracheal tube cuff; the provider wanted the cuff to be deflated. This was done; however, the pilot tube kept reinflating. The team assumed that the cuff was spontaneously reinflating. Patient was too unstable to change the tube out, so they cut the pilot tube to ensure the cuff was deflated.